Event description:
Physician was performing tubal ligation. The device in question was being used to cauterize the cut ends of each tube. When cauterizing the second tube, the bovie pencil was not working. Connections were checked and verified. The physician noted a small (2cm x 0.5cm) burn on pt's abdomen. Bovie cord was inspected and a small break in the insulation was noted. This break apparently led to an electrical arc that burned the pt.